Event description:
I took a binax test and a roche test for covid on (B)(6) 2021. The binax was negative and the roche was positive. On (B)(6) 2021 I took another binax and it was negative. On (B)(6) 2021 I took a pcr test by hologic panther and it was negative. On (B)(6) 2021 I took a test from (B)(6) and it was negative. On (B)(6) 2021 I took a test at (B)(6) and it was negative. I feel like perhaps there's an issue with the roche test. Nose swab.